Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 500 mg/dl. The customer treated with pen. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin exited with manual prime. The reservoir was returned for analysis.